Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the experienced intermittent red heart alarms, low flow and pump stop events. The log file displayed multiple red heart alarms, low speed and low flow events, as well as intermittent pump stops during the 2 day length of the event log. The events displayed were indicative of a possible percutaneous lead issue. The events occurred whether connected to a power module or battery power. There were no obvious driveline abnormalities on x-ray. The pt's system controller was exchanged. The pump has not stopped completely on the new system controller, but he as had multiple ramp downs (lowest to 3000) with movement. The pt received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.